Event description:
It was reported that a revision surgery was performed due to severe pain along with snapping and grinding over the anterolateral aspect of the knee.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the requested clinical documents a thorough medical investigation cannot be rendered. Should any additional clinically supporting documents become available this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the requested clinical documents a thorough medical investigation cannot be rendered. Should any additional clinically supporting documents become available this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.